Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from august 26, 2013 to august 28, 2013. Visual inspection of the returned device verified the reported condition; a missing fill port cap was identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor¿s fill port cap was missing. This malfunction was identified after opening the product¿s pouch, prior to use. There was no patient involved. No additional information is available.